Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. The fluidics module was replaced the as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative on behalf of the surgeon reported that for several months the system has had poor infusion pressure and intraocular pressure (iop) issues. This event occurs in at least one out of every four patient each week. The surgeon will be cutting the vitreous and the eye will collapse. There is no indication from the system that a problem has occurred. After stopping cutting the globes does not reform. All infusion lines at every possible junction are checked and seemed to have unimpeded flow. Infusion pressure is increased to inflate the globe. The surgeon suspects that the system iop compensation is not reading the eye pressure accurately and compensating. There have been no patient complications.